Event description:
The user facility reported a 63-year-old female in post cardiotomy cardiogenic shock low cardiac output syndrome was implanted with an impella cp device for mechanical circulatory support. It was reported that the device alarmed impella in aorta alarm with small but visible motor current. The device was only pulling about .4l of flow. The nurse was instructed on how to disable placement alarms and was advised to use the echo to confirm the placement of the device. Additionally, placement signal low alarm appeared, but resolved on its own with volume. Pulmonary stenosis low alarms was persistent, due to the patient's pressure not being in correlation. The device was discontinued after 10 days after implant.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
Section d6a / d6b: implant and explant dates added. This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.